Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the milrinone infusion continued to infuse after the tubing was found disconnected from the patient's PICC line and discovered on the floor. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: non-cfn spike adapter & bag access; 250ml baxter bag of 0.9% nacl inj., usp (lot #y220012, exp. 06/18), green port protectors; therapy date (B)(6) 2017. The customer¿s report that the tubing disconnected and leaked was not confirmed. During visual inspection the male luer spin collar was observed to be crooked at the distal end of the tubing. Although it was inserted over the male luer tip, it was not properly attached to the rest of the set. It was easily removed and inspected under magnification. There was no evidence of damage on the luer. The spin collar was reattached to the set, slipping it over the male luer tip into its proper position. The spin collar fit correctly on the set and with normal force, it was not possible to remove it by hand. Since the customer reported that the set was in use, it is unlikely that the spin collar was assembled incorrectly during manufacturing or it would have been impossible to properly attach the set to the PICC line or any other connector in preparation for the infusion. Functional and pressure testing resulted in no leaks or disconnections. Dimensional testing was performed on the set¿s male luer which measured within specifications. The root cause was not identified because the customer's report was not confirmed.